Manufacturer narrative:
The device referenced in this report has not been returned to olympus for evaluation. The investigation is ongoing. The definitive cause of the user¿s experience cannot be determined at this time. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility reported to olympus, the visera elite ii video system center front panel led was not turning on. In additional, the device displayed color bars on the monitor instead of image. The event occurred during a therapeutic cholecystectomy procedure. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
This report has been submitted to provide additional information from the customer. The follow field updated: b5 olympus will continue to monitor field performance for this device.

Event description:
Additional information was received that the procedure was postponed to the next day and was completed using a similar device. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation and device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since no device malfunction was confirmed during evaluation, the definitive root causes of the front panel light-emitting diode (led) failure or color bars could not be determined. Olympus will continue to monitor field performance for this device.